Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred during a routine hemodialysis treatment which could not be resolved by the operator. Rinseback was not performed due to air in the line, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The cycler alarmed appropriately to the air in the circuit. No problems were found during evaluation of the returned cartridge. The exact source of the air cannot be determined. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.